Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was 600 mg/dl. The caller stated the insulin pump failed on the customer, leading to their hospitalization. It was also reported the customer attempted to treat their blood glucose with insulin, but their blood glucose would not decline. The caller stated the customer was not wearing the insulin pump at the time of hospitalization. Troubleshooting found the insulin pump was working as designed. The caller stated the customer's cannula was not occluded. Advised the customer to change out their reservoir, insulin, and infusion set. The caller also requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.